Manufacturer narrative:
Analysis revealed no significant anomaly with the catheter. Analysis revealed gear train anomalies due to corrosion and-or wear and/or lubrication and stall due to shaft bearing. The pump was interrogated on receipt and interrogation indicated that the pump was delivering bupivacaine and hydromorphone. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. There was no information on the issue being reported, the physicians office handed the explanted pump and catheter to the manufacturing representative to return to the manufacturer for analysis. The explant date was (B)(6) 2014. There was no information on the factors that may have led or contributed to the issue, diagnostics or troubleshooting performed. It was noted that a new pump and catheter had been implanted. There were no symptoms mentioned. At the time of this report, the issue was resolved, patient status was alive - no injury.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.